Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom technical support on (B)(6) 2014 to report a hypoglycemic event on (B)(6) 2014. Patient claimed sensor failed and patient's children found her unconscious. The ambulance transported her to the hospital. Patient received glucagon treatment and infusions until she was discharged from the hospital after two days. Patient did not report further injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).